Event description:
It was reported to philips that the device's ac module assembly shows damage at the screw hole locations but the unit was still functioning. There was no reported patient involvement.